Event description:
It was reported that the user experienced hyperglycemia after a cortisone injection, consumed an entire insulin cartridge, removed the ilet pump overnight, and resumed in the morning with only an infusion set change before later completing a full cartridge and connector change under guidance. Symptoms included hyperglycemia with blood glucose reported over 400 mg/dl. Outcomes included a delay to treatment or therapy until the full supply change was completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was characterized as an adverse event without an identified device or use problem; the device component term was not specifically available. The user¿s glucose gradually returned to range after insulin delivery resumed, with a later reading of 178 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.